Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance following implant of a new device. The lead was disconnected and reconnected with a similar outcome, therefore a possible lead fracture was suspected. The pace/sense portion of the lead was capped, and the defibrillation portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.